Event description:
The lay user/patient called lifescan (lfs) on february 16, 2006, and alleged that her meter was reading inaccurately low. The medical affairs specialist spoke to the patient with the assistance of a language line spanish interpeter on the next day and obtained/verified the following information. On the day of the event, february 15, 2006, the patient was obtaining low results of 47, 49, and 58 mg/dl. She reported having symptoms of a dry mouth and was very thirsty. She had an appointment with her physician the following day, but she was concerned about the results so she decided to go to the emergency room. At the hospital, her blood glucose was 389 mg/dl. She was treated with insulin and released. Prior to the event, the patient was taking insulin (type and amount of insulin was unknown) and glucophage. Her medication regimen was not changed. The patient was using off-brand test strips; therefore, the code numbers were not correct. The technique for applying the blood to the test strips was correct, however, the technique for cleaning the puncture site was not correct. The meter was not cleaned according to the owner's manual. Although the patient was using off-brand test strips, which is a use error, the patient obtained low blood glucose results and later required medical intervention for high blood glucose. A replacement meter has been sent.